Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7268975. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200721059, 200721058, 200721273] which were initiated for unrelated incidents noted during production of the above listed batch(es). Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate and plunger rod difficult to move on lot # 7268975. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the plunger rod would not work on the bd insulin syringe with the bd ultra-fine¿ needle. It was also reported that one bd insulin syringe with the bd ultra-fine¿ needle would not allow the insulin to go through it. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod would not work on the bd insulin syringe with the bd ultra-fine¿ needle. It was also reported that one bd insulin syringe with the bd ultra-fine¿ needle would not allow the insulin to go through it. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that the plunger rod would not work on the bd insulin syringe with the bd ultra-fine needle. It was also reported that one bd insulin syringe with the bd ultra-fine needle would not allow the insulin to go through it. There was no report of exposure, serious injury or medical intervention.